Event description:
It was reported that during an ovarian resection procedure, when the normal saline was inserted into the balloon, a leak occurred. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information not asked for, but unknown or provided during initial contact. Information anticipated, but unavailable at this time.